Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited high pacing impedance which gradually rise from the baseline. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.